Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that plastic fibrous foreign matter and white crystallized foreign matter were clogged. It is likely that due to a leak, reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that when using an evis exera iii colonovideoscope, the air/water channel was clogged, and the bonding was broken. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation there was foreign material clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed, due to deformation of the scope cover. In addition to the foreign material clogging the nozzle, additional evaluation findings were as follows: the air/water cylinder and suction cylinder had discoloration, the scope connector case unit had a scratch, the plug unit had a crack, the insulation resistance valve at the distal end did not meet the standard value, the water supply volume did not meet the standard value, the objective lens had a crack, the light guide lens had a crack, the connecting tube had a cut, the universal cord had a wrinkle, and the insulation was out of specification. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.